Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter during a lap gastric bypass procedure, the stapler placed 3/4 of the staples, but about a quarter of the circular anastomosis had no staples placed. There was unanticipated tissue loss. To correct the condition, another handle and another reload was opened and another anastomosis was performed. The current status of the patient is fine. There was no re-operation, etc. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.